Event description:
Customer obtained results of 165 mg/dl and 33mg/dl on accu-chek advantage system. Customer reports additional comparison with results of 127mg/dl and 56mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. With both comparisons, he self-treated and felt better within 15-20 minutes. No adverse event reported. New system sent to customer and return requested.